Manufacturer narrative:
Title: the lipo¿body lift: a new circumferential body-contouring technique useful after bariatric surgery source: prs journal volume 139, number 1 pp38e-49e. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january of 2015 and january of 2016, a retrospective study analyzed after bariatric surgery, lifting of the lower body involves a contouring technique used to achieve optimal lower trunk reconstruction. An innovative procedure applicable after massive weight loss: the lipo¿body lift method. A total of 25 abdominal body-contouring reconstructions following massive weight loss were treated by means of circumferential lipo¿body lift. Polysorb 2 sutures were used in between the two superficial fascial layers, while sutures from other manufacturer were used to close the subcutaneous/ subdermal layers. 2 patients had wound infection (8%) and 10 patients had wound dehiscence (40%) treated by healing with secondary intention.